Event description:
A patient using 3 companion 31 (c31) stationary liquid oxygen systems passed away. The patient was setup with all 3 c31 units with a t hookup. The hcp believes hospice employees increased flows to 18 lpm which caused the humidifier valve to pop off, however, the patient was still receiving oxygen.